Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer states the she was woken by the pump alarming critical pump error. Trouble shooting was not performed. The insulin pump will be returned back for analysis.